Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device may still be implanted in the patient. Additional information was not provided by reporter. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that the patient developed strong sun sensitivity and eczema on an unknown date a few months after the implantation of a dynamic hip system (dhs) plate and screw system on (B)(6) 2011. This report is 1 of 2 for com-(B)(4).